Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in a calcified rca. Difficulty was encountered in attempts to advance the device and the hub broke off the device. The device was removed and replaced with another. The vessel was treated with further stenting. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device-calcified, tight rca vessel. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: device failure/lack of effectiveness related to patient condition-calcified, tight rca vessel. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).